Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: the keypad cover was intact and all keypad buttons responded properly to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint of a button response issue could not be confirmed or duplicated on investigation. Investigation revealed moisture corrosion inside the display screen and on internal pump components.